Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back of the casing found on (B)(6) 2022. Pump received with blank display and misaligned battery tube. Unable to perform displacement test due to blank display. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, cracked reservoir tube lip, partially broken retainer, retainer knit line damage, serial number label missing, and broken battery tube threads. Cosmetic damage was confirmed at the back of the casing. Moisture damage was confirmed found in the battery tube. Blank display was confirmed due to misaligned battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in back of insulin pump. No harm was required during medical intervention. The device was returned for analysis.